Event description:
It was reported that during a laparoscopic appendectomy procedure, the device did not fire correctly. There were misformed staples but it cut completely. There were bleedings. Procedure was completed with same like device. No further information was available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: during the first firing of a ets45 with a tr45w cartridge the device cut completely but there were misformed staples (staples did not have the proper b form). The surgeon recognized blood oozing out of the staple line. He made a new resection with another instrument and finished the procedure successfully. The patient is fine and there were no negative consequences for the patient.